Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s device was not working. It was noted the patient was completely incontinent. It was reported the patient was in pain. It was noted the patient was able to increase and decrease stimulation. It was reported the patient wanted to know if their leads had moved. It was noted the patient felt two ¿wire bumps¿ on their back. Event also captured in regulatory report # 6000032-2014-00077.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient told her that the implantable neurostimulator (ins) "doesn't do anything" and that she "doesn't feel it working." The hcp was an occupational therapist who specialized in pelvic floor. The hcp was going to call the doctor for more information. The hcp thought the issue had been occurring since implant in 2010.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3093-33, lot# v457457, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 3889, lot# j0235430v, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they never had therapeutic relief and they were 100% incontinent. The patient stated this had been the same with both the first and second implants. They thought the new implant would help more, but it never did. The patient initially called in to say request a healthcare provider listing because they needed the ins removed for an MRI on their spine. They had spinal compression and it was not related to the device or therapy.

Event description:
Additional information received reported it was also reported that the patient was still having concerns with their device or therapy but have sought further help. It was reported ¿there is no help for me¿. The patient stated that the healthcare provider told her ¿you are broke and you can¿t be fixed¿. It was reported that the patient was not receiving assistance from their healthcare provider or facilities. When it was apparent that this was not working, the healthcare provider suggested botox. Hoping for some control, the patient had it done, and suffered from the worst side effects the patient had ever had for two years. After two years, of absolutely no control and lots of problems, the patient tried my interstim, and went through the ceiling. It hurts. The patient's vagina, anus, everything they can mention hurt badly. No more bubbling sensation. Pure unadulterated pain no matter what the setting. The patient went to any setting and could not stand up. The patient has turned it off, and is using 4-6 diapers a day. The patient was as disabled as someone who cannot hear or see. The patient can¿t work. The patient can¿t go for a walk, the patient cant¿ go to a play or movie. The diapers do not contain the wild expulsion of water that the patient experience. It goes over the top of the diaper. The patient has no warning. It just gushes out. Every week the patient washes at least 12 pair of slacks. The patient has a special pads in their car. There were times when the patient was so discouraged that they cried. The patient still has pain from where the initial interstim was inserted, as well. (This was one of the reasons the patient wanted it moved.) The patient has two bumps on their back from wires. The patient guesses they just have to give up, and keep this neat little device quiescent in their hip.